Manufacturer narrative:
00620additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: comp-(B)(4).

Event description:
A healthcare professional reported that a silent nite 3d sleep device had a fractured anchor. Event was reported to the dental office located in los angeles, california.